Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-jul-2019, it was reported that last friday she was high the whole day and did not know what had happened. Reportedly, when she went to the bathroom, she noticed that the tubing of her infusion set was disconnected to the site connector while swimming. The site location was on lower right side of her abdomen and the pump was located on the middle part of her abdomen. The infusion had been used for two days. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity, but the weather was too hot. Further, there was no stress, or pull on the tubing, and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1), it was noticed that the tubing was detached from the tubing connector (missing glue). The connector was found with a glue drop on it. No further information available.